Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had partial display, experienced high blood glucose level and failed battery test. The customer¿s blood glucose level was unknown. Customer states that insulin pump is quarter of screen is going blank and had issue with seeing bottom right corner on pump display. Customer states that right now with display problems it has half battery life and at blood glucose was 115 mg/dl. Customer declined trouble shooting for high readings and failed battery test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass, unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify failed battery test alarm due to missing segments/partial display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.